Manufacturer narrative:
The lead was discarded after the procedure. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, the lead went through tortuous patient anatomy. Then when trying to extend the helix, it would not extend. They tried over 30 turns, but would not extend. The lead was removed and the helix would not extend outside the body. The proximal end spun freely with the fixation tool and had no resistance. A new lead was implanted. No adverse patient effects were reported.